Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# n075284004 implanted:(B)(6) 2006 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: n075284004, ubd: 23-jun-2008, UDI#: 10721902208529. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl and bupivacaine via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that they did a refill today and the erv (expected reservoir volume) was 22ml and the arv (actual reservoir volume) was 29.5ml. The patient was having no therapy issues at this time. The reporter was unsure what previous refill volumes have been. Additional information received (B)(6) 2023 from the healthcare provider who stated the doctor expects that this issue is related to a catheter issue. The healthcare provider reported that this is the second time they have noticed a volume discrepancy with this pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). They will increase fentanyl to 2000 ug/ml maintaining bupivacaine at 30 mg/ml. Bupivacaine will primarily be increased to 3.8 mg/day and ptm bolus increase to 1.25 mg/ml. The ptm increase with the lockout 3 hours with 4 possible doses per day. The hcp noted they would consider MRI if no improvement. Additional information received from the healthcare provider. The hcp did a refill on 2023-04-20 and expected reservoir volume (erv)22 ml and accepted reservoir volume (arv) 29.5 ml. Discussed flow rate accuracy. The hcp stated the patient was having no therapy issue at the time. The hcp unsure what previous refill volume have been.